Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection observed causality with the display being damaged that contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported display, which was confirmed during evaluation. The cause was determined to be a damaged display. The display was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a blank gray color display. There was no patient involvement. No additional information is available.